Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown, date of event: unknown, implant date: unknown, explant date: unknown. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, into the patients right eye (od). The patient complained of glare/haloes and the lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - additional information: the lens was exchanged on (B)(6)2022 and the problem was resolved. The patient is happy. Claim# (B)(4).